Event description:
A report was received that the patient underwent an explant procedure due to infection at the lead site. The patient's symptoms were fever and a very high white blood cell count. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model # sc-1110-02 serial # (B)(4) description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information indicates that the patient was prescribed oral antibiotics. The infection was not device or procedure related.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the lead site. The patient's symptoms were fever and a very high white blood cell count. The patient was reportedly doing well following the procedure.